Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch#: kbk011, exp date: 01/31/2021, MFR date: 02/19/2016. Batch#: kc6408, exp date: 02/28/2021, MFR date: 03/17/2016. Batch#: he5145, exp date: 01/31/2019, MFR date: 05/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent a canine cataract extraction veterinary procedure on unknown date and the suture was used interrupted in the peripheral cornea. There were no quality issues noticed during the procedure. About ten hours later after the procedure, the suture broke, but a knot was intact. No further information is available.

Manufacturer narrative:
According to the sample condition no suture breakage was observed and the samples met the requirements.